Event description:
Event determined to be reportable based on analysis approved 05/15/2008: it was reported that during an endoscopic retrograde cholangiopancreatography procedure (ercp), the stent was unable to deploy. The lesion was reported as a "biliary stenosis", however, the exact location is unknown. The wallstent biliary permalume 10mm x 60mm stent delivery system (sds) was advanced to the lesion, however, upon deployment, the sheath was unable to be retracted. The physician noted that the "metal mesh" of the stent had caught on the end of the sheath. The sds was removed and another of the same device was used to successfully complete the procedure. No patient injuries or complications were reported. The patient's status is unknown. Device analysis revealed stent wire perforation trough the outer sheath.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. A visual examination of the returned device found that the stent was fully mounted and a 0.035 inch guide wire was returned inserted through the device. It was noted that several stent wires had perforated through the outer sheath at 2mm proximal to the exterior marker band. During analysis, it was not possible to retract the outer sheath due to a restriction being met. The shaft was dissected proximal to the guide wire access port and the proximal end of the inner was withdrawn without issue. The distal end of the inner shaft was withdrawn with some resistance. The distal stent wires were damaged and the inner shaft was kinked at 25mm, 60mm and 70mm proximal to the skived area. The inner shaft was also twisted in appearance. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications. The root cause of the wire perforation is determined to be operational context due to anatomical/procedural factors encountered during the procedure that limited performance of the device.